Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.